Event description:
Per complaint (B)(4), the internal hex of a dental implant stripped as the final depth was obtained during initial placement. The implant was explanted the same day. No adverse consequences were reported.